Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va1xe1u, implanted: (B)(6) 2019, product type: lead. Product ID: 3389s-40, lot# va1xe1u, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 11-oct-2021, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: (B)(4), ubd: 11-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient would be having a scalp washout where they open the incision, wash it out and collect samples due to a possible infection. It was stated the physician sent the manufacturing representative (rep) a picture of the patient's incision and it looked "crusty." On 2020-02-03 additional information was received. The washout was completed. The patient stated they had a fall and hit their head, at which time they then noticed their right burr hole site was oozing. It was unknown if the issue was resolved. Additional information was received on 2020-02-21 from the patient stating the infection had been confirmed. The reported issues/symptoms were stated to be resolved at this time.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40, lot# va1xe1u, implanted: (B)(6) 2019. Product type lead, product ID 3389s-40, lot# va1xe1u, implanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the infection was confirmed but the issue has already resolved.